Event description:
Patient was 2 weeks status post debridement of a chronic wound on her back. Due to drainage and trouble with healing, the provider felt it was reasonable to treat the wound with some hypochlorous irrigation using the pure and clean hydrogel. Using a 16 gauge needle into the tract following the vessel loop he instilled a total of 10 ml of purulent plain hydrogel. Immediately after this the patient described feeling "sparkly". All wound care was stopped. Patient became nauseous and dizzy. She subsequently became unconscious and started to have frothing from her mouth. 911 was called and CPR was initiated. Patient transferred to acute care hospital and later was pronounced deceased. Drug therapy start: (B)(6) 2020, stop: (B)(6) 2020. Is therapy still on-going? No.